Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an arthroscopic orthopedic procedure, the patient incision had opened up. The surgeon re-suture the patient using nylon suture to resolve the issue.